Event description:
It was reported from the (B)(4) study that the patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. Therefore, the patient had an atrio ventricular (av) nodal ablation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.